Event description:
At the end of the procedure, after the balloon was deflated, the physician attempted to remove the balloon and the shaft was observed to be ruptured. No pt injury reported. The event is being reported based on additional info from the returned product analysis revealing a shaft separation and the subsequent medical intervention needed for the removal of the remaining shaft via surgery.